Event description:
It was reported that a possible problem with a patient¿s implantable neurostimulator (ins) was suspected/alleged. It was reported that there were telemetry issues. It was stated that the patient appeared to be in overdischarge. It was stated that the patient said this had happened before, but it was unclear if it was the same or a different issue. The patient stated that the last recharge was yesterday, but it was not clear whether it had been charged. It was reported that the patient has not had stimulation for about 3 months. It was reported that a physician mode recharge (pmr) was attempted but was unsuccessful. It was stated that the screen was frozen. Additional information received reported that overdischarge was confirmed, but it was unknown if/how many overdischarges had occurred. It was reported that the patient was alive with no injury and that there were no symptoms or complications associated with the overdischarge. Additional information received reported that the patient had not charged the device and left it uncharged for 3 months. It was reported that the patient was having ¿her regular pain in the legs and lower back¿. It was reported that the patient would be seen by a clinical specialist on (B)(6) to follow up and to try pmr again. It was further reported that several attempts to do a trickle charge failed. The patient stated it had overdischarged before. It was noted the device manufacturer would follow up with the doctor. It was further reported the patient would have their battery replaced on 2014 (B)(6).

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3998, lot# la5341, implanted: 2002 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Event description:
Additional information reported the cause of the event was the battery was ¿not charging.¿ it was stated the battery had depleted due to the charging issue. It was noted the issue was not due to a lead/extension issue and there were no abnormal impedances. It was also noted the event was not due to programming or the programmer. It was reported the implantable neurostimulator (ins) was replaced as scheduled and would be returned to the manufacturer. It was stated the ¿battery may have been too deep.¿ it was reported there were no signs or symptoms associated with the event and the patient did not require hospitalization. It was further reported the patient¿s outcome was a non-serious injury/illness and that they recovered without sequelae.